Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, e2, e3, and h6 (health effect impact code- remove 2199 and add 2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is presumed that the event occurred due to insufficient reprocessing due to failure of water tightness as there was deformation of upward/downward knob and a crack on the scope body (s-body). However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in " gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.